Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with harmonyca¿ with lidocaine ¿in the malar region, rhinoplasty, chin and lips and with 0.7ml of juvéderm® volift¿ with lidocaine in the upper and lower lip. Sometime later, the patient experienced ¿edema and erythema, mild discomfort in the upper lip on the left side.¿ the patient was treated with loratadine and ibuprofen, and the symptoms resolved in 24 hours. Approximately one month later, ¿the same signs and symptoms appeared on the left side of the upper lip.¿ the patient was then treated with frenaler cort, the symptoms resolved in less than 24 hours.